Manufacturer narrative:
Based on technician statement, the customer has been advised not to use the device. Customer did not decide to repair the ventilator. There was no on-site visit performed by our technician. No more information was provided regarding the cause of the issue. The device's logs were not provided, hence it is not possible to confirm what technical error occurred. No more details were provided. The cause of the issues has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error during startup. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device's serial number was not provided.